Event description:
At the close of the c-section a small metal piece was noted in the wound. Upon further examination by the surgeon it was discovered to be the sharp end of a suture needle. All other needles used for closing were examined and a second broken needle was discovered. We were unable to find the tip of the second needle so an x-ray was performed in the operating room to determine that the end of the suture needle was not in the patient. This was confirmed by radiology.